Manufacturer narrative:
The lens was returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens implantation the lens popped out of the incision. The incision was enlarged and another lens was implanted with no issues. The patient's prognosis was reported as &#33231;od&#39840;this report refers to the patient's right eye.